Event description:
It was reported that a spaceoar vue was implanted on (B)(6) 2025. The hydrodissection was conducted in both the sagittal and axial planes. During hydrodissection, it was observed that the needle was initially positioned slightly superior to the desired plane. Therefore, it was repositioned to a slightly lower plane within the perirectal fat. The hydrogel was then injected without incident. However, because the final position of the hydrogel was not clearly visible in the intraoperative images, a computerized tomography (CT) scan was performed immediately after the procedure. The scan revealed that a portion of the hydrogel had migrated inside the prostate. In the physician's assessment, this migration may have occurred because a tunnel formed during hydrodissection, allowing the gel to move into the prostate when it was injected in the correct position. No patient complication was reported as a result of this event.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.